Event description:
The caller stated that the tracheostomy tube had a pilot balloon leak. The caller stated that the 8lpc tracheostomy tube had a pilot balloon leak sometime within the past two and a half weeks. The pt required recannulation with another 8lpc that was not a part of routine trach changing. The caller stated the tube's cuff was pre-tested. The tube's lot number is not known.

Manufacturer narrative:
The lot number is unk and therefore the date of MFR cannot be determined. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.